Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the suspect faulty front panel and was able to reproduce the reported issue and isolate it to fluid ingress of the front panel. This failure is part on an internal investigation.

Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the device is received for evaluation or additional information is provided a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the touchscreen on this ventilator is not working. There was no patient involvement at the time of the incident.